Event description:
It was reported that the patient has ingested a rechargeable battery. The patient was admitted to the hospital (specific date and duration not reported) and imaging was done (specific date not reported). The hospital team determined that it was appropriate to allow the battery to pass naturally through. It was also reported that all external components assembled in accordance with the instructions for use. Additional information has been requested but has not been made available as of the date of this report.